Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: during investigation, evidence of moisture was found on the main printed circuit board/transceiver. Unrelated to the original complaint, a crack was found between the case seal and the keypad cover, and between the case seal and the display lens corner. A crack was found in the battery compartment below the bumper at the case seal. A leak test was performed and failed due to a leak in the case crack. Additionally, the display was dim fading pink with a line through the display due to missing pixels. A test display was installed and functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.